Manufacturer narrative:
The evaluation of the returned pump confirmed the report of thrombus. Prior to disassembly, examination of the distal side of the outlet stator revealed a large thrombus formation occluding the space between all three stator blades. Upon disassembly of the pump, the thrombus formation became dislodged from the outlet stator and remained adhered around the outlet portion of the rotor and the outlet bearing cup. The thrombus lacked laminated layering, suggesting that it did not initially form in this location. Although its origin and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation present on the thrombus as well as the contact marks observed on the outlet portion of the rotor and the outlet bearing cup indicate that it was present during pump operation. Although a specific cause for the development of the observed thrombus formation could not be conclusively determined through this evaluation, its large obstruction of the blood flow path could have contributed to the reported elevated ldh. The thrombus could have also caused increased drag on the rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 47 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with an elevated lactate dehydrogenase (ldh) level of 740 u/l and sustained power elevations. The patient was started on IV heparin. The patient had been on coumadin and aspirin with an inr goal of 2.0-2.5. An echocardiogram showed a distended left ventricle. On (B)(6) 2016, the patient received a pump exchange. It was reported that thrombus was noted at the outflow upon explantation.

Manufacturer narrative:
Further information regarding "kidney failure and ongoing ptsd" was requested from the customer but was not provided.

Event description:
An sus voluntary report mw5067013 for this event was received which stated: developed pump thrombosis in thoratec heartmate ii lvad within the first month and had to have it replaced on (B)(6) 2016, suffered kidney failure and ongoing ptsd. Concomitant medical products: rx meds: coreg, lisinopril, amlodopine, amiodarone, potassium, magnesium, ursodiol, plaxix, coumadin, otc meds: aspirin, colace.